Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "the head was visibly separated from the stem on x-ray. The surgeon examined the trunnion and it showed metallosis/trunnionosis. He removed the accolade tmzf stem, head and liner and replaced them with a restoration modular cone/conical 15 x 155 stem, 36 mm 0° biolox head and x-3 36 e 0° liner."